Manufacturer narrative:
(B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep and carefusion failure analysis lab rep. The carefusion field service rep evaluated the device, verified the complaint and determined that the root cause of the reported event was a faulty gas delivery engine (gde). The carefusion field service rep replaced the gas deliver engine (gde) and as a precaution the emp (enhanced pt monitor) assembly was replaced before running the device through a complete checkout to ensure it meets all factory specs. Upon completion the device was returned to the customer's control ready to be placed back into service. Carefusion failure analysis lab rep evaluated the alleged faulty gas deliver engine (gde), verified the complaint and determined that the root cause of the reporter event was a faulty expiratory pressure xdcr on the tca pcba (B)(4) in the gas delivery engine. Carefusion has initiated a voluntary field correction to address this issue.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep on (B)(6) 2011. "Biomed called noting during check-off units was displaying "extended high ppeak" and safety valve was open. I noted to the customer I would dispatch fsr to site for gde (gas deliver engine) change. The following description of the event and the condition of the pt was copied from the user facility medwatch report received from the user facility on (B)(6) 2011. "Vent alarm sounded twice, and flashed (pt motion did not set off alarm). The alarm read ext high peak pressure. Respiratory therapist had to vent the pt with an ambu-bag to prevent pt harm. Respiratory therapist checked the alarm history, which read this alarm and malfunction had occurred previously on this machine." "No pt harm occurred because of rn intervention."